Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('essure micro-insert migration') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation and menorrhagia had resolved. The reporter considered device dislocation, menorrhagia, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: invalid case validated; patient information updated; product information updated; adverse events added to case: "pelvic pain"; "device dislocation"; "menorrhagia"; "psychological trauma" based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.